Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery and motor error. Her blood glucose value was high; she did not report the exact value. Troubleshooting was declined since the customer was at work, and she stated that she will call back at a later time. The customer had already reverted to manual insulin injections. No products were returned or replaced.